Event description:
During the investigation it was noticed that zimmer biomet winterthur is not the legal manufacturer of the device. Zimmer biomet bridgend is responsible for the item # 12115121 cer biolox mod hd 36mm. For this reasons, the event is now classifed as not reportable. Please void this report from your data base.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. During the investigation it was noticed that zimmer biomet winterthur is not the legal manufacturer of the device. Zimmer biomet bridgend is responsible for the item # 12115121 cer biolox mod hd 36mm. For this reasons, the event is now classifed as not reportable. Please void this report from your data base. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that: the patient underwent an initial hip arthroplasty on (B)(6) 2018. Subsequently, the patient reported bending over to use a dust pan and felt 3 pops and grinding. The grinding went away, but then a week later returned. The patient was then revised on (B)(6) 2019. Once the incision was made, it was noticed that the biolox head was cracked in half.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information as the product was received for evaluation. Complaint summary: the biolox delta head was received in eight fragments - two larger fragments, and six smaller fragments. When the fragments were held together, small gaps were observed, which suggests that some smaller fragments were not received for analysis. It is not clear whether the missing fragments remain in vivo. The taper surfaces show metal transfer marks due to taper engagement on both fragments. A brown residue is also observed below the taper engagement region. Metal transfer marks were observed at the end of the taper bore, possibly caused by contact the with stem after the head fractured. Metal transfer marks were also observed around the rim of the head, and some uneven marks within the taper bore and on the fracture surfaces, possibly caused by contact with the metal shell and/or stem after the head fractured, or by instruments during removal of the fragments from the patient. The bearing surface of the head, was in overall good condition, with only light metal transfer marks. Due to the number and complexity of the fracture surfaces, it was not possible to identify the crack initiation point in this instance. A ø36 mm biolox delta ceramic head was returned to the research department for evaluation due to fracture after approximately 1 year and 10 months in service. Ahxpe liner was also revised with the ceramic head; this was sent to zimmer biomet, warsaw and has been evaluated within the linked complaint (B)(4). Visual examination of the received fragments of the fractured biolox delta heads showed uneven metal transfer marks within the taper bore, around the rim of the head, and on the fracture surfaces. These were possibly caused by contact with the metal shell and/or stem after the head fractured, or by instruments during removal of the fragments from the patient. A brown residue, likely of biological origin, was also observed below the taper engagement region. The manufacturing history records (mhrs) and the material certificate of the biolox delta head, and mhrs of the associated hxpe liner have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. The reported patient¿s activity and weight, and sub-optimal cleaning of the taper surfaces during surgery may have contributed to the head fracture due to elevated stresses. Other contributing factors cannot be discussed in this instance without provision of additional patient information, surgical notes, and radiographs. The parts were manufactured and sterilised in accordance with the applicable specifications. A review of the complaints database shows that we have received no reported events for "revision due to implant fracture" for the same item number prior to the reported event. The severity of the reported event is unknown as the root cause has not been established. No corrective or preventive action required at this time. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: a2, a4, a5, b4, b5, d1, d2, d4, d6, g4, g5, g7, h1, h2, h3, h4, h6, h10. Concomitant medical product: medical product: neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shel, catalog #: 00875101236, lot #: 63357587 medical product: 3.2mmx30mm rnglc+ acet drl bit, catalog #: 31-323230, lot #: 307980 medical product: shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners, catalog #: 00875705601, lot #: 63765514 medical product: bone screw self-tapping 6.5 mm dia. 20 mm length, catalog #: 00625006520, lot #: 63882515 medical product: bone screw self-tapping 6.5 mm dia. 35 mm length, catalog #: 00625006535, lot #: 63729964 medical product: tprlc 133 fp type1 pps ho 14.0 t1, catalog #: 51-101140, lot #: 3982295 as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaint for this item code 12-115121. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to head cracked in half. Risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available. The severity is 4, which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure ¿ revision resulting in permanent impairment. The outcome of the reported event therefore is in line with the rmf. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient reported bending over to use a dust pan and felt 3 pops and grinding. The grinding went away, but then a week later returned. The patient was then revised on (B)(6), 2019. Once the incision was made, it was noticed that the biolox head was cracked in half.

Manufacturer narrative:
Medical products and therapy date detail of product: item number 00875101236, item name neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
During revision surgery it was noticed that the head was cracked in half and was removed.